Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer consumed food and forgot to deliver a bolus. Subsequently, the customer's blood glucose (bg) level rose to 300 (mg/dl). A correction bolus was delivered to address bg level.